Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the module turned off without alarming during the infusion of multiple unspecified medications. Upon inspection of the pump module, it was discovered that the iui connectors were worn out and needed to be replaced or repaired. The event occurred in the intensive care unit. Although requested, no additional information was provided. Per non-bd biomedical engineer, devices were inspected and no issues were found. Risk authorization cleared them for release and all devices were placed back in service.